Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that system does not boot, the pendant screen stops at the boot sequence.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system control board was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Concomitant of medical products: other relevant device(s) are: if information is provided in the future, a supplemental report will be issued.